Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, using both reloads, the staple line was incomplete distally. When the surgeon pressed the green button, few first pins popped out and the staple could not continue firing. Replacement with another reloads was done to complete the case.